Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged blank display found. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Blank display due to moisture damage on the pcba 1 / pcba 2 . Exposed to moisture was confirmed. Cracked case found on the back of the insulin pump case.

Event description:
Information received by medtronic indicated that the insulin pump insulin pump accidentally fell in the pool and filled with water inside. Pump was filled with fluid. Fluid under the display fluid in reservoir compartment fluid in battery compartment customer reported they heard fluid when shaking the pump. Customer stated the action key and escape key buttons were not sensitive. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.